Event description:
The surgeon reported an overcorrection of +1.5d. Most of his cases are +0.50 to +1.0d. The implanted lens had to be removed, and a new iol implanted. The current outcome was not provided. Add'l info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress.